Event description:
It was reported the exact date of explant of the previous system and leads that were possibly opened and not used and said to be implanted but broken was unable to be confirmed. Estimated date of (B)(6) 2024 used for date of explant of previous system. No information on opened/not used leads and no verified serial numbers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via device registration. Pt reports they were supposed to receive a new system, but the procedure didn't push through because the supposed leads to be implanted were broken. No symptoms were reported.

Manufacturer narrative:
B3 date of event is approximate. Month and year of event were confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.